Event description:
It was reported that post-implant high-voltage lead impedance alerts occurred and the high voltage lead impedance measured high. The patient was returned to surgery and a lead connector pin plug issue was noted and correction was attempted. It was subsequently reported post-revision, that the lead continued to exhibit high and varying impedance, with recorded non-sustained tachycardia episodes indicating the possibility of oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "varying resistance/impedance". Daily - hv lead impedance trend data shows defib active can on impedance and svc defib varying from a baseline of svc defib=41 to a peak of 254 ohms between (B)(6) 2010. The analysis also revealed "high resistance/impedance". 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 21:00:07 and (B)(6) 2010 03:00:14.